Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead was oversensing noise. The lead was explanted and replaced without issue. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead, distal portion, was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.